Manufacturer narrative:
This report is filed (B)(6) 2016.

Manufacturer narrative:
This report is filed (B)(6) 2016. Device not yet received by manufacturer.

Event description:
Per the clinic, the receiver stimulator was explanted (date not reported) due to recurrent infections at the implant site. It was reported that the electrode array was left insitu to preserve the cochlea for future implantation.